Event description:
It was reported that the pt catheter was placed on (B)(6) 2013 and the pt came back to have the catheter removed. Catheter was stuck in the pt, and a doctor in anesthesia was called to assess the situation. The catheter was stuck and came loose from the external sheath and unraveled. The catheter was eventually removed by the doctor and no other intervention was required. There was no delay in treatment.

Manufacturer narrative:
(B)(4). The device will not be returned.